Manufacturer narrative:
The reported event of low pacing lead impedance was confirmed. A complete lead was returned in one piece. X-ray examination found that the inner coil inside the connector region was over torqued consistent with procedural damage. Electrical testing found shorting due to over torqued inner coil at the connector region. The cause of the reported event of low pacing lead impedance was isolated to the over torqued inner coil which is consistent with procedural damage. No other anomalies were found.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited low pacing impedance. The rv lead was replaced and the procedure continued with the new lead on (B)(6) 2023. The patient was stable throughout the procedure.